Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarms noted. Unit functioned properly. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that high and low blood glucose was experienced. Customer does not recall any significant events leading to the error but stated that the infusion site stings and is irritated. The customer's blood glucose was 43 mg/dl at the time of incident and went to 355 mg/dl. Troubleshooting was done for blood glucose and found that the customer was unsure if the basal wizard was accurate. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.